Event description:
A customer reported an issue with the pump display, specifically a pixel malfunction, which affected their ability to interact with the device. There was no adverse impact on the customer's blood glucose level. To address the issue, the customer will continue using the current pump while relying on a mobile app for interaction and bolusing. A replacement pump was arranged by cts, and the customer expressed interest in obtaining an out-of-warranty loaner pump.